Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds, due to a rv lead fracture. Subsequently, the rv lead was explanted. Besides surgical intervention, no adverse patient effects were reported. New information was received that this rv lead was discarded at the facility and will not be returned.

Manufacturer narrative:
This lead was discarded. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of a suspected fracture has been found to be a known inherent risk of the lead. If information is provided in the future, a supplemental report will be issued.